Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated they were in ins replacement case and impedances and therapy were fine prior to case but upon checking impedances in the new ins, one lead is showing all contacts over 40k ohms. Caller stated they already switched leads in the ins ports and the issue followed the lead. Caller checked impedances and 0-7 contacts were showing 1100-1200 ohms and 8-15 were over 40k ohms with some in the 30k range. Tss had caller check various references on the 8-15 lead and all the pairs were showing high. The issue was not resolved through troubleshooting. Tss reviewed it appeared that likely issue is with the 8-15 lead but caller could test in a wens to check it as well. Tss reviewed it would be physician's decision to leave everything as is and attempt programming with just one lead or consider replacing the lead today or in the future. Later rep reported that they left the lead alone (kept implanted). Did numerous impedance and connectivity checks but no change. Due to pt size, weight and anesthesia, no post operative impedance check was done in supine, but will reevaluate at post op appointment. Rep reported that the cause is still currently unknown. No actions were taken the day of the replacement procedure (on (B)(6) 2022). The lead was left implanted and another impedance check will be performed at post-op appointment (on (B)(6) 2023). The issue has not been resolved as of today. Therapy will likely be limited to programming on the other lead. Programming will be determined at post op appointment. Additional information received from a manufacturer representative reported that no additional steps were taken to resolve the high impedances. The impedances were the same when a check was done. Programming was done on the 0-7 lead and effective programming was established with the patient having good coverage in painful areas.